Manufacturer narrative:
(B)(4).

Event description:
It was reported that a screen display frozen occurred. Data was returned but will not confirm the issue or determine a probable cause. No injury or medical intervention was reported.